Manufacturer narrative:
D9: date returned to mfg; 9/4/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed through downstream occlusion sensor testing the downstream occlusion sensor was replaced. The probable cause was unable to be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had downstream occlusion issues that could not be resolved. There was unknown patient involvement and unknown patient harm reported.